Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing severe abdominal pain while in recovery following a lead revision (related manufacturer reference number: 1627487-2021-16843), which resulted in the patient being admitted by the surgeon. The patient was then released and the pain has mostly been relieved on its own.